Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited noise with oversensing and pacing inhibition, which was reproducible with isometric arm movements. No inappropriate therapy was delivered. There was no evidence of asystole, and the patient was not pacer dependent. Subsequently, this rv lead was surgically abandoned and replaced during an implantable cardioverter defibrillator (ICD) to cardiac resynchronization therapy defibrillator (crt-d) upgrade procedure. It was noted that the physician had attempted to place a left bundle branch area pacing (lbbap) lead, but could not due to difficult patient anatomy. Instead, a true left ventricular (lv) lead was placed in the coronary sinus with no reported issues. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.